Event description:
A peritoneal dialysis (pd) patient reported that during drain 4 of 4 there were multiple air detected in cassette warnings. The patient canceled treatment and found fluid inside the cassette door. Technical services advised the patient to leave the cycler open to dry overnight. The patient used it the next evening and it has not had any problems since. In a follow up, the patient reported there was no harm, adverse event or intervention due to the fluid leak event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 4 of 4 there were multiple air detected in cassette warnings. The patient canceled treatment and found fluid inside the cassette door. Technical services advised the patient to leave the cycler open to dry overnight. The patient used it the next evening and it has not had any problems since. The patient did not have any harm, adverse event or intervention due to the fluid leak event. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.